Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The catalog number identified has not been cleared in the us but is similar to the m.r.I. Low-profile implantable port, hickmen single-lumen, 6.6f that are cleared in the us. The pro code and 510k number for the m.r.I. Low-profile implantable port, hickmen single-lumen, 6.6f is identified. (Expiry date: 06/2022). Device not returned.

Event description:
It was reported that post port device implantation on the right internal jugular vein, the patient allegedly experienced thrombus formation. It was further reported that thrombolysis and anticoagulation therapy were given to treat the patient. The patient was reported to be normal after the treatment.